Event description:
It was reported that an oxygen tank was lying next to the cradle. The tank was ferrous and was sucked into the magnet. The patient was cut with the oxygen valve. Stitches were required for their shoulder and side. The oxygen tank is wedged between the head coil and the body coil.